Manufacturer narrative:
The pump was received with a missing segment/partial display due to a cracked zebra connector. The pump had minor scratches on the lcd window, a cracked case near the display window corners, cracked battery tube threads, and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report damage to the insulin pump. Customer's blood glucose reading at the time of the incident was 200+ mg/dl. Customer stated that there is a crack on the pump on the top of the battery cap. Customer reported that there is a dotted line between the bolus and the sensor, and there is no reservoir or set option available. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.